Manufacturer narrative:
The technician found the foot end brake linkage was broken. He replaced the brake linkage to repair the stretcher.

Event description:
Information received indicates the brake will set and hold on the head end of the stretcher but not on the foot end.